Manufacturer narrative:
Initial and final MDR 1886030 - MDR 3003442380-2024-07885 - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4) 2024, it was reported that the infusion set fell off during use for12 to 24 hours. All events happened within last 2 months. The patient replaced infusion set and resumed insulin successfully. No further information available.